Manufacturer narrative:
The three cables and one connector that were returned all passed continuity tests and all were in good cosmetic condition, with no apparent damage. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying "localizer not connected". Multiple reboots did not resolve the issue. No patient present. Troubleshooting information was provided. The video was displayed on both monitors. Both the green and amber lights on the camera were illuminated. During the self-test, all internal network components showed green and connected, except for the positioning sensor unit (psu), which was marked as "unavailable" in red. In the network device interface (ndi) toolbox, nothing was initially displayed. The medtronic representative (rep) selected "file" and "connect to," and had the option of connecting to the system control unit (scu) but not the psu. Upon connecting to the scu in nditoolbox, no fault statuses were found. The poe injector light was green. The representative then bypassed the internal ethernet cabling chain with a known working ethernet cable, which resolved the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735843 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.